Event description:
Additional information later reported the severity was indicated as mild. The patient outcome was noted as recovered (B)(6) 2013. There was no causality with the pump, catheter, programmer or procedure. The physician¿s assessment noted gabalon was deemed effective for forward bent posture caused by parkinson¿s disease so a pump implant was performed and itb therapy was administered but this treatment was ineffective.

Event description:
The hcp reported there were no effects following the implantation. The hcp consulted with the patient¿s family and removal, with change to oral medications was decided upon. The removal of the pump to be performed on (B)(6). The reason for lack of efficacy was believed to be that the underlying disease is parkinson¿s disease and not because of pump malfunction. It was noted there was no relationship to the catheter, pump or programmer. The patient outcome was noted to be recovered (B)(6) 2013. The pump was used to deliver gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the daily dose was changed on (B)(6) 2013. The treatment was judged to have been ineffective on (B)(6) 2013.